Event description:
The manufacturer received information alleging that a ds2adv auto CPAP device has smoke. There was no report of serious or permanent harm or injury. There was no report of medical intervention. The device has not been returned for evaluation at this time. If any additional information is received, a follow-up report will be filed.